Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had received low battery alert but patient did not replace battery because they did not heard the alerts were they not audible. Customer was deceased- due to diabetic. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black. The customer passed away on (B)(6) 2022. Health care professional states that insulin pump is supposed to have alerted for low battery on august 20, 2022 but patient did not replace battery and she would therefore like to understand why he did not change the battery, if he could have possibly not heard the alerts (were they not audible) and did they occur in the correct sequence. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The insulin pump also passed tone check and vibrate check during self-test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlaythe test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No insulin pump error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. There were no battery related alarms/alerts noted on the event date august 24, 2022 in the insulin pump history file. Please see below for the battery related alarms/alerts prior to the event date on august 20, 2022 to august 21, 2022 in the insulin pump history file. August 20, 2022 17:30:27.000 alarmalertcleared (42), systemtime = august 20, 2022 17:30:27.000, faultnumber: lowbatteryalert (104). August 21, 2022 02:49:00.000 alarmalertnotification (40), faultnumber: changebatteryfault (73). August 21, 2022 02:59:00.000 alarmalertnotification (40), systemtime = augsut 21, 2022 02:59:00.000, faultnumber: changebatteryfault (73). August 21, 2022 03:20:00.000 alarmalertnotification (40), systemtime = august 21, 2022 03:20:00.000, faultnumber: offnopower (11). August 21, 2022 03:30:00.000 alarmalertnotification (40), systemtime = augsut 21, 2022 03:30:00.000, faultnumber: offnopower (11). August 21, 2022 03:31:58.000 alarmalertnotification (40), systemtime = augsut 21, 2022 03:31:58.000, faultnumber: battoutlimit (6). August 21, 2022 03:32:06.000 alarmalertnotification (40), systemtime = august 21, 2022 03:32:06.000, faultnumber: battoutlimit (6). August 21, 2022 03:32:16.000 alarmalertcleared (42), systemtime = august 21, 2022 03:32:16.000, faultnumber: battoutlimit (6). Per (B)(4) r&d engineer - the (battery) sequence with audio alert is correct. The insulin pump passed the functional testing. Unexpected battery power loss not confirmed. Low battery alert not confirmed. Replace battery alert not confirmed. Replace battery now alarm not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.